Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had insufficient pain relief despite attempts at reprogramming.  The patient had new pain that developed, unrelated to the ins, since their implant. Attempts to reprogram were not successful. Explant was scheduled for (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type lead. Product ID 97792, lot# hg53bsq, implanted: (B)(6) 2021, product type accessory. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-mar-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-mar-2025, UDI#: (B)(4). Product ID: 97792, serial/lot #: hg53bsq, ubd: 16-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.